Manufacturer narrative:
The investigation results indicated that the in-process inspections and records for this unit complied with all specifications. A correlation between the reported event and this medical device cannot be confirmed. However, given that the use of this product cannot be entirely ruled out as a potential cause or contributing factor to the event, this report is submitted in accordance with relevant regulatory requirements.

Event description:
A patient who underwent an initial surgery with u2 bipolar implant (45mm) on (B)(6) 2016; subsequently, a revision surgery was conducted with u2 bipolar implant (46mm) on (B)(6) 2017 due to the femoral head disassociated from the cap while the patient was sitting in a swivel chair. However, the disassociation occurred again during the patient walking, a re-revision surgery was conducted with u2 bipolar implant (45mm) on (B)(6) 2017.